Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed on the returned homechoice (hc) device. The device passed rite electrical test but failed rite functional test (B)(4) for volumetric accuracy. Review of the rite functional test result revealed the following: fill 1: 822.6 ml; drain 1: 822.3 ml. Limits: low 774.0 ml; high 821.0 ml. The event log recorded the therapy data from (B)(6) 2010 and recorded no drain volume amount exceeds the current increased intra-peritoneal volume (iipv) criteria. The log recorded no ultrafiltration volume per cycle that exceeds the current iipv criteria. The cause for the failed fill 1 / drain 1 volumetric accuracy was determined to be a cracked piston. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a returned homechoice (hc) device for a system error 2197 the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing for fill 1 / drain 1 volumetric accuracy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.